Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was 365 mg/dl. The customer was treated with bolus for high blood glucose. The customer that they received a motor error alarm and motor position encoder error. It was reported that they had received no delivery and was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.